Event description:
Rep, in the hosp maintenance dept called and said that the head section ran up unintentionally on this bed. Rep stated that with the lh head siderail unplugged, the head will not run up unintentionally. Rep replaced the complete siderail to resolve the issue. There was no reported injuries or pt involvement.